Event description:
It was reported that after a percutaneous coronary intervention procedure, arteriotomy closure of a heavily fibrous scarred right common femoral artery was attempted using a perclose proglide device. Reportedly, although difficulty and resistance was encountered during device insertion, the device was placed in the desired location for deployment. During device removal, the patient developed discomfort and the device could not be removed from the patient anatomy. The device was removed under a general anesthesia via a surgical cutdown. The arteriotomy site was surgically sutured to achieve hemostasis. Hospitalization was extended by three days due to the product experience. There were no reported adverse patient sequelae. The physician was reported to be in training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation. The lot number was not provided. A follow-up report will be submitted with all additional relevant information. (B)(4): device inserted against resistance. The perclose proglide instructions for use states under the precautions section; do not advance the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint handling database could not be conducted because the lot number was not provided. Based on a review of the available information, no product deficiency was identified. Reportedly, although difficulty and resistance was encountered during device insertion, the device was placed in the desired deployment location against resistance. It is stated in the proglide device instructions for use, that the operator should not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair.